Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during impella placement, the patient experienced significant bleeding around the impella repositioning sheath. It was reported that the medical staff performed an emergent femoral artery cutdown and repair at the site where the sheath was located, and hemostasis was achieved. Weaning was successful, the device was removed, and the procedural outcome was the patient survived explant.